Event description:
Boston scientific received information that this epicardial lead was removed from service as a result of suspected partial or intermittent fracture. Initially, isometrics had demonstrated intermittent out-of-range pace impedance greater than 2,000 ohms. Capture had still been present at 5 volts. The patient indicated feeling tired and not good. Subsequent chest x-ray confirmed that there may be a high angle bend of the lead.

Manufacturer narrative:
Surgical intervention was performed to address the issue. There were no other adverse patient outcomes beyond the surgical intervention. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--

Manufacturer narrative:
Boston scientific post market quality assurance laboratory analysis concluded that the outer insulation, inner insulation, wire cladding, and wire core were all consistent with the specified materials for this lead model. The lead had been returned in two segments with the coil fractured at 212 millimeters on the distal segment. All three of the coil wires showed evidence of torsional and classic fatigue long with some overload. Fracture was therefore confirmed.